Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While final tightening one of the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the screw and the second driver, readily available in the set, was used to complete the procedure with no further issue. There was a slight delay (approximately 1 minute) because of the malfunction, but no patient injury.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While final tightening one of the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the screw and the second driver, readily available in the set, was used to complete the procedure with no further issue. There was a slight delay (approximately 1 minute) because of the malfunction, but no patient injury.

Manufacturer narrative:
H3: device evaluation: the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region consists of a fracture area that is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present with ratchet marks around the distal periphery. Shiny area are also present. Based upon these observations it is believed that a crack may have been initiated at some prior point in time. The shiny areas are believed to be due to rubbing at the crack interfaces. The cause for the initial fracture is believed to be due to torsion combined with bending moment application. Review of device history records found ten (10) pieces of lot 12209ts were released for distribution on 9/22/2020 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time.